Manufacturer narrative:
Batch review performed on (B)(6) 2018, lot 131013: (B)(4) items manufactured and released on (B)(4) 2013. Expiration date: (B)(6) 2018. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery due to early signs of infection 10 days after primary. The surgeon washed out the knee and swapped the poly. The pathogen is unavailable.